Event description:
Multiple serum separating tube (sst) specimen tubes found with defects in the gel (9) all with lot# 4233197. Defect includes dark streaking through gel as well as large bubbles in gel.